Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with left ventricular (lv) lead had phrenic nerve stimulation which could not be resolved with reprogramming. Additional information indicates that this lv lead did not exhibit high thresholds. This lv lead was explanted. No additional adverse patient effects were reported.